Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure for coronary bypass, the steel wires loosen when used to close the sternum. There was an extension of the intervention period and a difficulty of sternal closure. There was an additional hemostasis of the sternal wound. Another suture was used to complete the case.